Event description:
Humi tube broke, external to the patient, while physician was attempting to manipulate uterus during a laparoscopic procedure.damaged instrument and a second instrument fromthe same lot number have been received and fowarded to manufacturer for investigation. No patient injury ocurred. Initially, it appears undue presure could have been applied by the physician during uterine manipulationdevice labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.